Manufacturer narrative:
Product ID 3889-28, lot# v810975, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's internal neurostimulator (ins) device was explanted on (B)(6) 2012 due to an infection. The patient was implanted with a new device. Additional information was requested, but was not available as of the date of this report.